Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease and white particles. A leak test and microscopic analysis were performed which identified no leakage of the device, delamination of the plug strap of about less than 75% partial separation, and a greater-than 1-millimeter observed void in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is partial delamination of the plug strap due to adhesive failure.

Event description:
Patient reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.